Event description:
Boston scientific received information that during a follow-up appointment, an x-ray confirmed the right ventricular (rv) lead had changed locations. During the revision procedure, the lead was removed and the defibrillation coil was loose. As a result, the lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection noted the distal end of the proximal spring electrode was separated from the lead body insulation. The proximal end of the distal spring electrode is separated from the lead body insulation. As a result, the clinical observation was confirmed.